Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was observed to be fractured on fluoroscopy. The location of the fracture was in the subclavian vein and the physician felt that it was consistent with subclavian crush. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.